Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat lower back pain. In (B)(6) 2024 the patient developed an unrelated urinary tract infection (uti) and the patient's primary care physician recommended explanting the nalu system while the uti was being treated. A full system explant took place on (B)(6)2024.

Manufacturer narrative:
There are no indications that the infection was in any way caused by or related to the nalu system or the implant procedure. There are no allegations of any system or component failure. The explant took place per the primary care physician recommendation while the unrelated infection was being treated.